Event description:
A report was received that the patient's ipg was not working effectively. The patient will undergo a revision procedure wherein the ipg will be replaced and two leads will be added.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure per physician's preference and was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not working effectively. The patient will undergo a revision procedure wherein the ipg will be replaced and two leads will be added.